Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 12 staples remaining in the cover block, indicating that at least 23 staples were fired by the end user. The sample appeared used as there was biological material present on the device. The sample was returned with its trigger partially engaged and the first staple was partially formed due to the trigger engagement. As part of functional inspection, an attempt was made to fire staple by engaging the trigger of the stapler using hand pressure, the partially formed staple was able to fire properly upon full engagement of the trigger. At this time, it was noticed that the saddle spring was out of position on one side of the cover block. This would prevent the staples from moving down the track and into the forming tool correctly. The saddle spring most likely got out of position due to misalignment of the staples during use. Although the staples appeared to be properly aligned at the time of investigation, it appears that they became misaligned at some point during use. Die casting anomalies were observed on the forming tool. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
While in use on a patient, it is reported as, "staple jamming". As a result, a 2nd stapler was used. Per the customer, it is unknown if any harm or injury was caused to the patient or what the current condition of the patient is.

Event description:
While in use on a patient, it is reported as, "staple jamming". As a result, a 2nd stapler was used. Per the customer, it is unknown if any harm or injury was caused to the patient or what the current condition of the patient is.

Manufacturer narrative:
Qn#(B)(4). No sample or lot number was provided. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.